Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2016-00462. Reference MFR. Report: 1627487-2016-04986. The patient reported experiencing loss of stimulation. Per the patient, x-rays were taken which revealed both the extensions had pulled out of the ipg header. Increasing the amplitude caused overstimulation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 . Reference MFR. Report: 3006705815-2016-00462 . Reference MFR. Report: 1627487-2016-04986. Follow-up identified the sjm representative was unable to perform testing as all contacts displayed high values. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 . Reference MFR. Report: 3006705815-2016-00462, reference MFR. Report: 1627487-2016-04986.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report: 3006705815-2016-00462, reference MFR. Report: 1627487-2016-04986. It was reported the patient underwent surgery on (B)(6) 2016 during which it was confirmed the extensions had pulled out of the ipg. As such, the ipg and extensions were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report: 3006705815-2016-00462 ,reference MFR. Report: 1627487-2016-04986.